Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 76,70, 71 and 99mg/dl. The customer's expected fasting blood glucose test result range is 120 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 70 and 71mg/dl using true track meter. The test strip lot manufacturer's expiration date is 09/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned about low readings. Customer stated that control test was out of range and thinks meter may be reading incorrectly. I performed a control test with customer and result was within range. I also performed a back to back blood test with the customer and results were consistent. Customer is asymptomatic and says he feels well. Customer mentioned that results may be due to the fact that his glucose levels were running high and insulin dosage was recently increased. Customer says he will continue to use the meter.